Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ICD implantation procedure, the rv lead undersensed vf. Reprogramming resolved the issue. The patient's condition was reportedly stable.